Manufacturer narrative:
It was reported that there was an excessive amount of air in the line. One sample model 2426-0007, lot 23119288 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and infused at a rate of 125 ml/hr for one hour. No observation of air in line was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2426-0007 lot number 23119288 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set had air in line the following information was received by the initial reporter with the following verbatim when attempting to attach tubing to patient, rn noticed an extensive amount of air in line.